Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019.

Event description:
New information received indicated that the patient was checked in the intensive care unit following a maze procedure during which, lead insulation breach was confirmed. The patient was stable and had a temporary pacemaker after the procedure.